Event description:
Good day. I would like to make a report on radiesse®. I had a raddiesse injection on (B)(6) 2023, on my max glutes. 9 months after I am having a soft tissue necrosis due to the product. It began when the product started accumulating in form of a cellulitis on my glute. It got very hot and I had a lot of pain. I went to the doctor on (B)(6) this was the first time when the surgeon drained the liquid from my glute. The liquid was dark and had yellow pus. After that I have been drained 2 more times. I am on antibiotics right now. My call is to review this product again.